Event description:
It was reported that the drug concentration was increased at a refill a "few days prior" to the initial report and a bridge bolus was not programmed. It was noted that the patient was doing fine. The healthcare provider planned on correcting the programming. The device system as used to infuse fentanyl. It was later added that there was no event. The drug information was entered in incorrectly the problem was fixed. There was no negative outcome.

Manufacturer narrative:
Concomitant medical products: accessory: model 8591-38, lot# d29094, implanted: (B)(6) 2012. Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Physician programmer 8840: serial# unknown. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The old concentration was 200 mcg/ml at 120 mcg/day. The new concentration added to the pump was 400 mcg/ml.